Event description:
The patient presented to the clinic for lead revision due to high pacing thresholds. Externalized conductors were observed via review of fluoroscopy. All other measurements were in range and stable. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion was found at 15.3cm - 16.7cm from the distal tip. External insulation abrasions were found at 33.1cm - 33.9cm, and 46.6cm - 46.9cm, from the distal tip, consistent with lead friction to the ICD can and another device. The etfe coating was intact at all abrasion locations.